Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/30/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 04/17/2015 with the following findings: a review of the pump¿s black box history showed that no errors, alarms, or warnings related to the complaint were recorded. During testing, the pump performed the rewind, load, and prime steps with no issues occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no self-suspending occurring. There was no evidence of hypersensitive keys observed on the keypad. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked above and below the bumper pad. The returned battery and cartridge caps were used to complete all testing. The suspend issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.